Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was playing basketball and when he finished the insulin pump alarmed no delivery. Customer also reported that he noticed the device has moisture under the screen, a crack on the top right corner and the esc, b and up arrow buttons are unresponsive. Customer could not clear the alarm due to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump passed displacement test. The insulin pump has cracked case at the display window corners and minor scratches on the lcd window.